Manufacturer narrative:
(B)(4). Conclusion: there is documentation supporting a likely temporal and causal association between the ccpd therapy and fresenius products and the event of excess fluid/fluid overload, large right pleural effusion with right middle lobe atelectasis, small pericardial effusion event and subsequent hospitalization with 6 day length of stay. There were medical interventions for the pleural effusion including requiring a thoracentesis to remove 1,200 ml of fluid from the pleural space during the hospitalization. Additionally from the file review and medical record review the patient required immediate transition to hemodialysis treatments during hospitalization and to continue post discharge for approximately 2 months. The pdrn states the patient has received training manuals, does not drain well in a sitting position and appears to be compliant to date with manual exchanges. The patient has received a new liberty cycler. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient was admitted to the hospital (B)(6) 2017 for fluid overload and large pleural effusion, chest pain, worsening shortness of breath (sob) and vomiting that had been increasing in severity for approximately 24 to 48 hours prior to admission. The patient presented with increasing chest pain in the middle of chest, occurring right to left, increased upon deep breathing, and the patient apparently fell prior to admission and started with chest pain symptoms. Per pdrn this patient upon coming to the pd clinic was walking toward the entrance when she fell forward to the ground while going up an incline and tripped on the curb. The patient had nausea and a mild dry cough. Physical exam by consult was essentially benign except for the patient¿s lungs, with few rhonchi on the right base, extremities have 1 plus+ edema, noted tenderness in her left wrist and deformity in her left ankle (previous injury). Patient used continuous cycler-assisted peritoneal dialysis (ccpd) therapy daily, experiencing shortness of breath that was progressive and worsened to the point of dyspnea at rest. During the course of emergency room (ER) treatment the patient was placed on oxygen with oxygen saturations in the low 90¿s (on oxygen). ER work up demonstrated the patient had a large right sided pleural effusion. On (B)(6) 2017 the consulting physician noted hemodialysis was necessary for rapid reduction and to decrease hyperkalemia, and was started for 3 hours and had a left arm graft. The patient was on antibiotics in the event of pneumonia (secondary to pleural effusion) development, additionally noted to have right middle lobe atelectasis. The patient was admitted to the hospital and started on vancomycin, avelox, became ill and was not tolerating the avelox. This caused injection site pain with associated itching and subsequent nausea. The nephrologist prescribed hemodialysis (hd) as the renal replacement modality. The patient underwent a thoracentesis where 1200 milliliters fluid was removed. Pleura fluid was cultured and results were negative. The physician believed that this was due to her peritoneal dialysis. The patient was noted to have improved respiratory status and significant improvement of breathing and no longer requiring oxygen supplement. The physician stated the patient had no diaphragmatic leaks and the fluid present in the left lung was not peritoneal fluid. The physician ordered the patient to receive hemodialysis treatments post thoracentesis to remove all remaining fluid overload. The pdrn stated the patient had a history of noncompliance with fluid restrictions, medication regime for co-morbid conditions and performing ccpd therapy as prescribed and ordered by her nephrologist. On (B)(6) 2017, at patient¿s request seen by physician to evaluate the thyroid gland, as patient stated she had hair loss with no significant weight changes and a thyroid stimulating hormone (tsh) level (about 5 months ago and patient was told level was reported as 5). Physical exam was benign after review of systems was completed as well as vital signs were within normal range, and the physician¿s plan was to order a thyroid lab panel. The pd patient was discharged (B)(6) 2017 for total length of stay (los) with follow up appointments with primary care physician (pcp) and pulmonologist. The patient was to refrain from peritoneal dialysis (pd) for the next month and was to continue with hemodialysis treatments three times a week. Post discharge the patient was transitioning to in center hemodialysis (hd) treatment for a couple of weeks. The plan of care was to reassess the patient status and possibly return patient to ccpd therapy after patient fully recovered. After 2 weeks of hd the patient was potentially to be returned to pd therapy with a new prescribed treatment plan and regimen. During follow up clinic appointment for in-center hd, the pdrn stated the patient presented with swollen ankles ((B)(6) 2017).